Manufacturer narrative:
No service was requested, the user facility performs repair and service by themselves. No parts were returned for investigation. Our conclusion is that the side rail has been exposed to a mechanical force greater than it is designed to sustain.

Event description:
It was reported that the side rail mounted on the ventilator became dislodged. There was no patient involvement. Manufacturer's ref.: (B)(4).